Manufacturer narrative:
Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2013; 419688 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission noted atrial undersensing on stored electrograms. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.